Event description:
According to the customer from time to time, the knee becomes very soft,when he plugs it in nothing lights up. Fall of the patient with fracture of the humerus I've just had a call from a. Alerting me to his patient's fall (with humerus fracture) due to her knee which from time to time "goes all limp".

Event description:
According to the customer from time to time, the knee becomes very soft,when he plugs it in nothing lights up. Fall of the patient with fracture of the humerus I've just had a call from a. Alerting me to his patient's fall (with humerus fracture) due to her knee which from time to time "goes all limp". The patient, when she wanted to get up from her chair, fell because her knee no longer had any grip, no longer presented any resistance. The knee has not relocked since and has not functioned properly since this incident. (Fractured humerus necessitates outpatient treatment)